Event description:
On (B)(6) 2024, this patient on peritoneal dialysis (pd) reported he was in the hospital and will miss his delivery of pd supplies. In an additional call, a registered nurse (rn) stated the hospitalization (occurring on (B)(6) 2024) was dialysis related. However, there were no reported allegations that the peritonitis event was related to any issues with fresenius products. Additional follow-up attempts were made to reach a pd nurse/pd clinic for further information which were unsuccessful. Therefore, additional limited information was obtained through a follow-up call with the patient. It was reported that the patient was hospitalized for peritonitis. It was reported that the pd culture results were unknown. The patient was treated with antibiotic therapy (details not provided) and was subsequently discharged from the hospital (date unknown). The patient was not able to identify the exact cause of the peritonitis. However, the patient reported there were no issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler (at his son¿s house).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The system air leak test passed. The valve actuation test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 15/jan/2024, this patient on peritoneal dialysis (pd) reported he was in the hospital and will miss his delivery of pd supplies. In an additional call, a registered nurse (rn) stated the hospitalization (occurring on (B)(6) 2024) was dialysis related. However, there were no reported allegations that the peritonitis event was related to any issues with fresenius products. Additional follow-up attempts were made to reach a pd nurse/pd clinic for further information which were unsuccessful. Therefore, additional limited information was obtained through a follow-up call with the patient. It was reported that the patient was hospitalized for peritonitis. It was reported that the pd culture results were unknown. The patient was treated with antibiotic therapy (details not provided) and was subsequently discharged from the hospital (date unknown). The patient was not able to identify the exact cause of the peritonitis. However, the patient reported there were no issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler (at his son¿s house).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 15/jan/2024, this patient on peritoneal dialysis (pd) reported he was in the hospital and will miss his delivery of pd supplies. In an additional call, a registered nurse (rn) stated the hospitalization (occurring on (B)(6) 2024) was dialysis related. However, there were no reported allegations that the peritonitis event was related to any issues with fresenius products. Additional follow-up attempts were made to reach a pd nurse/pd clinic for further information which were unsuccessful. Therefore, additional limited information was obtained through a follow-up call with the patient. It was reported that the patient was hospitalized for peritonitis. It was reported that the pd culture results were unknown. The patient was treated with antibiotic therapy (details not provided) and was subsequently discharged from the hospital (date unknown). The patient was not able to identify the exact cause of the peritonitis. However, the patient reported there were no issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler (at his son¿s house).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.